Event description:
It was reported that during insertion, the anchor broke into 2 pieces, one part was removed and returned, one remained inside bone tunnel. No further information given.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Evaluation of the returned device confirms that the implant was broken as only the proximal section was returned for evaluation. The driver's metal shaft was found to be bent and the outer abs sleeve was flared open at the distal end as a result of it threading over the implants proximal end. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.